Event description:
A (B)(6) female patient was implanted a fitmore hip stem a size 3, left hip, on (B)(6) 2009, and the operation was completed without complication. It was reported that the patient has a vascular medical history. Because of this, she was given fondaparinux-na as thrombosis prophylaxes for 7 days. Three days after surgery the patient suffered deep veins thrombosis. As treatment, she was advised to have anti-coagulant therapy for the next 3 months and to apply compression on the veins. Subsequently, she healed without displacement. On (B)(6) 2010, six months after the implantation, patient went for her control visit and reported no pain. Patient outcome: resolved but being monitored.

Manufacturer narrative:
The stem is still implanted in the patient and the patient is being monitored although the event "deep veins thrombosis" has been resolved. "Thrombose" is a known clinical risk for surgeries this kind. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).